Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, prosthesis wear, and tibial subsidence or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had an initial left knee arthroplasty on (B)(6) 2015 and then approximately 5 years later experienced a surgical revision on (B)(6) 2020. Patient was revised to competitor¿s devices. Revision operative report on (B)(6) 2020 for left knee aseptic loosening. Clinical history: a 64 yo male who has had bilateral knee replacement. He had done well; the left knee has begun to hurt him. No history of trauma or history suggestive of infection was noted. Procedure: copious amounts of clear joint fluid under pressure egressed from the wound upon arthrotomy. Marked synovitis was encountered with tissue changes suggestive of osteolysis. Marked synovitis, as previously noticed, was excised. The polyethylene component was removed easily. Inspection of the component demonstrated pitted wear, as well as some backside wear. The femoral component was found to be grossly loose and was removed. It was noted to be debonded from cement in several areas including the anterior flange and the lateral distal condyle. There was extensive damage to the bony architecture was noted secondary to osteolysis. Large amounts of osteolytic tissue and membrane were removed primarily from the medial condyle. There was also damage to the anterior cortex of the femur. Cavitary defects extended deep into the metaphyseal region of the femur. This represented a type llb defect on the femur. Attention was turned to the tibia. A further medial peel was performed revealing a contained defect on the medial proximal tibia evidence of some subsidence of the tibial baseplate. Once the tibia was out, they were able to assess the extent of bone loss and there was a very minimal central cavitary defect in the tibia. Devices were trailed and then implanted. The patellar button was noted to be well fixed. Dressing was applied as well as with a long compression stocking. Patient was transferred to pacu in good condition after tolerating the procedure well. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal / polymer. D10. Concomitants: optetrak logic tibial insert (02-012-44-4009, 4045931). Optetrak logic tibial tray trapezoid (02-012-41-4010, 4070553). Optetrak 3 peg patella (200-02-35, 4116205). These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.